Event description:
Boston scientific received info that following wound closure of the implant procedure, an x-ray of the device system was performed and the pt was discharged from the facility. Later, the x-ray displayed that the right atrial lead and right ventricular lead were dislodged. A revision procedure was performed. Upon fluoroscopy, the ra lead helix appeared to have retracted on its own. The physician experienced complications extending and retracting the helix, and ultimately explanted the ra lead. The rv lead was successfully repositioned. No other adverse pt effects were reported during the procedure. The lead was returned to allow for reliability analysis.